Event description:
It was reported by the customer that upon unpackaging the syringe, the top came off. The needle portion had to be held in place to take the safety off and draw up the syringe. The major issue communicated was that when the needle was inserted to give the tb heparin, the syringe was completely removed from the needle due to the small amount of pressure of pushing the plunger. The heparin went everywhere and into the caregiver's left eye. Due to this, the needle was also stuck and still in the patient's skin and had to pulled out and capped. No medical attention was reported. No information was received regarding any serious injury as a result of this report.

Manufacturer narrative:
This syringe is sourced from more than one manufacturer. The customer did not provide a legitimate lot number allowing for identification of the manufacturer. FDA received report # 5200040000-2022-8010 through the medsun program and emailed cypress on 12/23/22.